Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 185mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. It was noted that the cannula was bent. The customer declined to conduct high pressure testing. The customer was advised packing would be sent in order to return and send replacement.